Event description:
It was reported that during a patient treatment while connected to the ventilator system the compressor started to smell of smoke. There was no patient harm. (B)(4).

Manufacturer narrative:
A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).